Event description:
The issue reported involved the t: slim x2 pump battery not charging, with a power source alert present in the device's history. There was no adverse impact on the customer's blood glucose level. The customer used the tandem charging cable and wall adapter, and customer technical support advised them to connect the adapter to a confirmed working outlet and wait at least 30 minutes for the pump to charge, with a follow-up planned.